Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and could not duplicated the reported complaint. The apl(adjustable pressure limit) diaphragm, disk and cage were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the pressure would rise to approximately 15cm h2o with apl(adjustable pressure limit) set to min. There was no reported patient injury.